Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during the procedure, the stent graft was inadvertently pulled back, resulting in accurate placement. The physician placed additional stent grafts. The aneurysm was successfully treated. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Other secondary intervention) - stent graft was inadvertently pulled back.